Event description:
A cartridge change error was reported with the pump, which occurred several times over the past month, including today. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer through inspecting and cleaning the pump¿s components, including the o-ring and pneumatic tap area. The customer successfully completed the cartridge loading process and was able to resume insulin delivery.